Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that while on the call, the patient saw a poor communication screen, but this was resolved because the programmer was not on the ins. The patient said the day prior to the call the ins just went off. The caller said that the ins just quit without any warning. The caller said she was seeing a doctor and eri. The patient then saw the eos message. The caller was upset because the ins was just replaced and the patient didn't know that the new battery wouldn't last long. The device is off/disabled and no longer providing therapy. No further complications were reported.